Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. Customer received an additional motor error alarm during troubleshooting. Customer reported that the insulin pump had been dropped. Customer also stated that an additional motor error alarm occurred within 30 days of the call. Blood glucose level was 232 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube.